Event description:
It was reported by repair work order that the scale was inaccurate due to malfunctioning load cells. It was also reported that the scale board malfunctioned. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the scale was inaccurate due to malfunctioning load cells. It was also reported that the scale board malfunctioned. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as investigation concluded there was no issue with the scale board, as was initially reported.